Event description:
Customer follow up completed on (B)(6) 2024. Customer indicated, that he attempted to place the implant for patient. And doctor was unable to get implant to release from the mount. It was stuck on the mount in the plastic case. Could not be removed without causing damage/contamination. The procedure was completed using another implant.

Manufacturer narrative:
Zimvie (B)(4). Customer replied as follows: we attempted to place the implant for patient. Doctor was unable to get implant to release from the mount. It was stuck on the mount in the plastic case,.could not be removed without causing damage/contamination. The procedure was completed using another implant, (B)(6) 2024.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A2: patient age and date of birth unknown / not provided. A3: patient gender unknown / not provided. A4: patient weight unknown / not provided. B3: date of event unknown / not provided. D6a. Placement date unknown / not provided. D6b. Explantation date unknown / not provided . G4: additional PMA/510(k) number ¿ k013227. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Implant will not separate.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 67. H10: narrative/data was updated. Zimvie received the reported implant for evaluation. Visual and functional evaluation was performed. Implant and mount arrived at the complaint¿s lab separated. Both tested in-house and they engage and disengage with no issue. No malfunction detected. DHR review was completed for the subject lot number 1264276. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1264276 for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation in most of these caused is excessive torque applied during placement/seating exceeds recommended value. However, no malfunction was identified during inspection. Therefore, based on the available information, device malfunction did not occur. Implant and mount arrived at the complaint¿s lab separated. Both tested in-house and they engage and disengage with no issue. The reported event was unconfirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.